Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Esubmitter software does not allow for a blank or 'unk' entry. Product manufactured but not sold in the u.s. (B)(4).

Event description:
Bmc "opthalmology" article was received on 07-nov-2018 which cited a retrospective study titled, 'implantable collamer lens surgery in patients with primary iris and/or ciliary body cysts.' The article states that in one eye the postoperative anterior chamber angle was closed in the 3 o'clock position; it was closed at the location corresponding to the icl haptic. Also observed was that the central vault was more than 1.25mm. Attempts to obtain additional information have not been successful.